Event description:
This report was received from global pharmacovigilance. During follow up with a peritoneal dialysis registered nurse (pdrn) on an unrelated event the following was reported. On an unreported date, the patient made a mistake/touch contamination, which caused peritonitis. On (B)(6) 2012, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. On an unreported date, pd therapy was withdrawn. Treatment was not reported. It was not reported if the hp was retrained on proper aseptic technique. At the time of this report the patient was recovering from the peritonitis. The outcome for the event of the patient made mistake/touch contamination was not reported. Causality assessment: per the nurse, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of the patient made a mistake/touch contamination.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.